Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. Visual inspection of the returned device noted torn and damaged button pads with missing two buttons. Functional evaluation revealed intermittent buttons functionality due the damaged pads, establishing a relationship between the device and the reported event. The root cause was identified as a damaged buttons pads. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the buttons on the renasys tch device&power sply pumps are not working. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.